Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
During the initial implant procedure, the stylet became stuck in the lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet found stuck inside the lead. Visual inspection found the ptfe coating of the stylet was found stripped and bunched up inner coil was found at the connector region. The cause of the reported event was isolated to the bunching of the inner coil and stripping of the ptfe coating of the stylet consistent with procedural damage. The reported event of the stylet becoming stuck in the lead was confirmed.